Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. As the device remains implanted, no further investigation can be conducted at this time. Conduction disorders are common in patients with aortic valve diseases. As such, it is common for patients to receive a permanent pacemaker implantation after aortic valve replacement. The range of pacemaker implantation for patients exhibiting conduction disease after aortic valve replacement is between 3 - 6 %. (Huynh et al., 2009). This event is therefore a known, inherent risk of the procedure, which is captured in the instructions for use of the device; however, the root cause of this event remains unknown. Dawkins s, hobson ar, kalra pr, tang at, monro jl, dawkins kd; permanent pacemaker implantation after isolated aortic valve replacement: incidence, indications, and predictors. Ann thorac surg. 2008 jan;85(1):108-12 huynh h1, dalloul g, ghanbari h, burke p, david m, daccarett m, machado c, david s. Permanent pacemaker implantation following aortic valve replacement: current prevalence and clinical predictors. Pacing clin electrophysiol. 2009 dec;32(12):1520-5.

Event description:
(B)(6). A serious adverse event has been reported. Site name: (B)(4); unique subject ID: (B)(4); sae number: 1; sae term: arrhythmias and conduction disorders; occurrence date: (B)(6) 2017. Serious adverse event: y relationship to procedure: u relationship to device: u relationship to drug/medication: u relationship to other: u final sae outcome: updated as of (B)(6) 2017 : per sponsor data: unknown device related.